Event description:
Jaw of instrument would not open completely while in use.what was the original intended procedure?laparoscopic tubal ligation.device #1is this a laboratory device or laboratory test?no.